Event description:
In 2004, while using the sound processor, the pt reportedly experienced an overly loud sound followed by no perception of sound. Three days later, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.